Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had not been able to charge since implant. The rep stated that the patient was seen yesterday and they utilized antenna locate with 2 rechargers. The range of numbers was from 36 to 42 and they were unable to get any coupling boxes. The rep reported that an x-ray was taken and the patient was to have surgery for pocket revision. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
An additional report will be sent following completion of device analysis. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative indicating that the healthcare professional completed a pocket revision with prophylactic replacement of the neurostimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). The implantable neurostimulator (ins) was returned for analysis and the rep stated that the battery was tipped in the pocket. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies, the stimulation ins was functionally okay. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {tested the coupling between recharge antenna and ins at body temperature and various spacings. The results were 8 bars coupling at 0 cm spacing, 8 bars coupling at 1 cm spacing, 4 bars coupling at 2 cm spacing, and 0 bars coupling at 3 cm spacing.} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.